Event description:
It was reported that the patient had a generator replacement occur. Per hospital policy, the explanted generator was discarded. No additional relevant information has been received to date.

Event description:
Clinic notes were received and reviewed for patient. It was reported that the patient has had an increase in seizures over the past 2-3 months. It was noted that there was concern with the vns battery life. Patient generator was interrogated and found to be functioning properly. Patient was referred for replacement. No known surgery has occurred to date. No additional relevant information has been received.